Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. The device returned with missing display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, and scratched screen.

Event description:
It was reported that the insulin pump alarmed during prime/fill, and insulin squirted out. The customer changed the reservoir, but the anomaly persisted. No further information was provided.